Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a carotid artery intervention for stenosis. Reportedly, the whole suture came out with plunger removal. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a carotid artery intervention for stenosis. Reportedly, it was not possible to "arm the suture correctly". Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.